Manufacturer narrative:
The touchscreen calibration performed by the customer resolved the reported issue. No parts were replaced. No further information was provided.

Event description:
The customer called into technical support (ts) reporting that the device¿s alarm screen will not clear. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The patient was removed from the device with no medical intervention provided nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer states unit was reported as alarm screen will not clear but no further information. The unit powered on and cycles normally, unit is cycling with normal waveforms. Found that customer was not able to get into the service screen. The customer performed touchscreen calibration and screen is now functional. No error coded in log to note. The customer will continue to test and attempt to get further clarification from staff reporting issue. Further information is pending.